Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ping meter was displaying the an ¿error 5¿ message. Per the owner¿s booklet, an error 5 appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the issue first occurred at (B)(6) 2013 at 2:30 p.m. It is not known if the patient takes medication to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the reported issue. Thirty minutes prior to the start of the alleged issue, the patient reported developing symptoms of ¿yawning profusely, tired¿. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient was applying the blood sample correctly and noted that the patient confirmed that the test strips drew in the samples. However the alleged meter issue remained unresolved at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.